Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the helix of the lead was extrinsically bent, however, the helix was able to be extended/retracted. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead was unable to extend after repositioning. The rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.